Event description:
It was reported that a patient underwent a cardiac ablation procedure with a trupulse¿ generator and the flow rate did not automatically switch from 4 to 30 ml/min. The procedure was completed by manually adjusting the flow. There was no patient consequence. Additional information was received which indicated that the generator was in automatic mode; however, the flow rate did not switch automatically, and it was ultimately adjusted manually. It occurred during varipulse application. The issue was observed during ablation. There was no error displayed on the generator. Ablation was possible, but ablation at low flow rates were not performed for safety reasons.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).